Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 34 mg/dl. The customer's current blood glucose is 236 mg/dl. The customer was treated by food and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer alleges insulin pump was under delivering as the customer had low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Performed insulin pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir no occluded and do not leak.